Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the the user of the long term clinical experience for acute and chronic data measurements for impedance. In addition, lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. This event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that on (B)(6) 2010, the patient presented with a lead impedance on the ventricular lead of greater than 3000 ohms. In addition, lead fracture was reported. On (B)(6) 2010 the ventricular lead was laser extracted and replaced. The lead was actively implanted for approximately 3 years, 4 months.

Manufacturer narrative:
Patient has history of 3 degree av-block testing at the pacemaker clinic on (B)(6) 2010 showed no ventricular capture noted at maximum output uni and bipolar. Diagnostics showed that the patient has had some ventricular capture intermittently since the atrial lead and pacer was changed on (B)(6) 2009. Device reprogrammed to 7.5v@1ms in the ventricular to obtain capture should the patient need pacing ventricularly. Atrial output and pw decreased to same battery life and provide two-fold safety margin. Patient scheduled for doctor visit (B)(6) 2010. Patient reports he is feeling okay.